Event description:
It was reported by the rep that the device was used during an ileostomy. It was reported the surgeon fired the stapler across rectum and no staples were in the device. Another ax55g was obtained to complete the firing. There was no consequence to the pt. Xit was reported by the rep that the device was used during an ileostomy. It was reported the surgeon fired the stapler across the rectum and no staples were in the device. Another ax55g was obtained to complete the firing. There was no consequence to the pt.